Event description:
Reporter stated that she was in the hospital for one week. During her stay, her hospital bed was being used as a beta-tester bed. Reporter said that the clips that hold the sheet securely onto the bed were not working which exposed her to the mattress which is made with a rubber or silicone-like material. Reporter stated that she had an "anaphylaxis" reaction to the mattress which nearly killed her. Reporter states that the bed is a defective product due to the sheets not staying on hence, exposing patients to the mattress which can be harmful.